Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture, drop sensing and dislodgment on the right ventricular (rv) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.